Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 in which part of their lead was explanted and their 3186 lead was explanted due to high impedances. A new 3186 lead was implanted, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.